Event description:
It was reported that during a gyn procedure the electrode separated from the jaw. No piece fell into the patient. They used another like device and completed the procedure.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode detached from instrument and returned. The upper jaw was found bent and the ceramic was cracked but is still bonded to the lower jaw. Visual inspection under magnification was performed and evidence of active road was noted. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). Due to the missing electrode, we were unable to test the full functionality of the instrument.

Manufacturer narrative:
(B)(4).